Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 107 mg/dl. The customer stated that there was delayed button response. She noted that she had removed and reinserted the battery, thinking that it would help the issue, but stated that she now received a failed battery test. No significant events leading to the keypad issues were observed. She also stated that she was concerned about not receiving her basal deliveries through the night and asked if she could continue using the insulin pump. Advised discontinuation and replacement of the insulin pump. She advised that she would contact her doctor. Nothing further reported.

Manufacturer narrative:
(B)(4).currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The low reservoir alarm functioned properly during the test. The insulin pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.